Manufacturer narrative:
A design evaluation was conducted. The cervical spine locking plate system, cslp, includes variable angle plates that use expansion head screws and locking screws. The expansion head screws secure the plate to the anterior aspect of the cervical spine. The locking screws secure the expansion head screws to the plate. Associated drawings were reviewed. These drawings detail the appropriate dimensions, materials, and finishing processes for a successful construct. The returned screw assembly was placed in both possible ¿upper right¿ holes. The screws appeared to fit as intended. The risk analysis for the cslp system was reviewed and found to adequately address the hazard of this complaint. The returned parts appear to function as intended and the root cause of the screw pull out is unknown.

Event description:
The patient underwent an initial spinal fusion surgery on (B)(6) 2012 from c3 to c6. An x-ray taken on an unknown date revealed that a screw seen in the upper right hole of the cervical spine locking plate was backing out. The patient was taken back to the operating room on (B)(6) 2013, for revision surgery. The cervical spine locking plate (cslp) plate, 8 locking screws and 8 cannulated screws were removed and replaced with a shorter synthes cslp plate, 7 quick locking screws, 1 cannulated screw and 1 locking screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.